Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised due to femoral loosening, pain, bone loss, and patella loosening.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the device was not returned for analysis. Explant photos were provided. Bone ongrowth was noted between the pegs of the patellar component. A medical review was performed and concluded "combining all facts and findings we may conclude that root failure mode of all revisions performed in 2005, 2008 and 2013 are procedure-related without evidence for device related factors while obesity may have represented an additional but secondary patient related factor." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised due to femoral loosening, pain, bone loss, and patella loosening.